Event description:
It was reported while using he bd maxzero¿ extension set that the luers (screw-on hub) are unable to loosen to attach to catheter hub, and are causing leaking at the connection to the catheter. The following was received from the initial reporter: verbatim: luer (screw-on hub) is sticking/unable to loosen to attach to catheter hub, not long enough to cover internal extension, not securing properly and is causing leaking at the connection to the catheter.

Manufacturer narrative:
Investigation summary: two photos were provided by the customer regarding the reported failure. The customer complaint of component damage - leak could not be verified by the photos submitted. A device history record review for model mz5305 lot numbers 22089402 and 23049168 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22089402. D4. Medical device expiration date: 27-aug-2025. H4. Device manufacture date: 19-aug-2022. D4. Medical device lot #: 23049168. D4. Medical device expiration date: 27-aug-2025. H4. Device manufacture date: 13-apr-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using he bd maxzero¿ extension set that the luers (screw-on hub) are unable to loosen to attach to catheter hub, and are causing leaking at the connection to the catheter. The following was received from the initial reporter: verbatim: luer (screw-on hub) is sticking/unable to loosen to attach to catheter hub, not long enough to cover internal extension, not securing properly and is causing leaking at the connection to the catheter.